Event description:
Philips received a complaint by the customer on the v60 indicating that a 1124 "battery failed" alarm error occurred after fco implementation. It was reported that there was no patient involvement at the time the issue was discovered as the device was taken out of service. The remote service engineer (rse) discovered that the customer was using a parts source battery and informed the customer to replace the battery with a philips battery to resolve the issue. Investigation is ongoing

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) received a quote for the replacement battery and was informed the replacement battery is on backorder. The bme is therefore still waiting on the replacement battery to arrive. The repair for this device cannot be conducted at this time due to the part (replacement philips battery) being on backorder. The material has already been requested, and an order for the part was placed to conduct the repair of this device. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.